Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with a competitor right ventricular (rv) lead generated an alert for a low shock lead impedance measurement of 12 ohms. A boston scientific technical services (ts) discussed possible cause and provided troubleshooting steps on how to determine the cause of the observation. Additional information indicated that the cause of the observation was not determined. No commanded shock test was performed. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.